Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), elevated shock impedance measurements of 112 to 116 ohms were observed. A 1.1 and 26 joule shock were delivered which revealed a shock impedance of 91 and 96 ohms, and the patient was successfully converted. Visually, it looked like the lead was inserted fully in the header. The pocket was closed and reopened to check all connections. The shock impedances remained elevated. Additionally, fluoroscopy was performed which showed good lead positioning. The device was later explanted for normal battery depletion and was returned.